Manufacturer narrative:
The investigation determined that potentially erroneous assay test results associated with condition codes te1-504 and te1-594 were obtained from two patient samples processed using a vitros 5600 integrated system. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing erroneous results to be obtained for a patient sample. Due to hardware reliability issue (i.e. X- drive assembly coupling used for sample metering assembly) and its associated adjustment, the sample metering proboscis may not dispense sample fluid in the correct location. When this condition occurs, vitros 5600 analyzer codes te1-504, 594 are produced by the vitros 5600, however, the vitros 5600 analyzer¿s sample dispense pressure profile does not detect the malfunction. Therefore, believable, erroneous results are reported by the vitros 5600 analyzer. The FDA (B)(4) district office was notified of this issue on 17 august 2018. Refer to report number 1319681 08/17/2018 001.

Event description:
The investigation identified two events which occurred on (B)(6) 2018 and (B)(6) 2018 involving potential erroneous assay test results obtained using a vitros 5600 integrated system. A review of e-connectivity data identified that assay test results were associated with condition codes te1-504 and te1-594 and the assay test results not suppressed. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing potential erroneous results to be obtained for a patient sample. If the erroneous results are not detected or questioned by a physician, the erroneous results could lead to inappropriate intervention with the potential for serious injury to the patient. It is unknown if the (B)(6) results were reported outside of the laboratory. There was no indication that repeat testing occurred, therefore, it is unknown if the assay test results were erroneous. The e-connectivity data review indicates that sample testing was repeated on the (B)(6) event. The initial results from the 10 september event were not reported outside of the laboratory. Ortho was not made aware of any allegation of patient harm due to the two events. This report corresponds to ortho clinical diagnostics complaint number (B)(4).